Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath and imaging core were kinked, imaging core windup and imaging window was detached. Microscope inspection also revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported codes of catheter material twisted, catheter kinked, catheter resistance/friction are confirmed.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, while delivering inside the patient, the catheter became kinked in the middle part. There was slight resistance after crossing through the y-connector, and it was stuck with the wire as if it were coiled and had to be removed as is. The procedure was completed with another of same device. No patient injury was reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, while delivering inside the patient, the catheter became kinked in the middle part. There was slight resistance after crossing through the y-connector, and it was stuck with the wire as if it were coiled and had to be removed as is. The procedure was completed with another of same device. No patient injury was reported.